Manufacturer narrative:
The investigation of this event is on-going.

Event description:
Boston scientific received information in late-june 2017 from this boston scientific clinical specialist, that this device and electrode system, implanted in mid-(B)(6) 2016, triggered an alert in late-(B)(6) 2016 for high impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.